Event description:
The customer experienced discrepancies between initial and rerun results for tsh and hcg run on the elecsys 2010 analyzer. Sample 1 initial hcg result of <0.100 miu/ml with a data flag was reported to the floor, but was questioned by the physician who indicated the patient was aborting and the result was contrary to the clinical picture. The sample was rerun on the second elecsys 2010 analyzer (B) (4) at the site and a value of 38.85 miu/ml was recovered. The customer stated the physician did not believe the 0.100 miu/ml value and disregarded this hcg result in arriving at the diagnosis, prognosis, and course of treatment. Sample 2 initial tsh result of 0.060 uiu/ml and was caught by the laboratory information system "delta check" and was not reported to the floor. The tsh rerun result of 2.97 uiu/ml was the result reported. The patient involved was not treated and was not in any way adversely impacted because of the erroneous tsh result. It was determined the customer was not using the tube adapters for the sample racks, but had received the customer bulletin recommending their use. The tsh reagent lot number was 15531803 and the hcg reagent lot number was 15548403. The field service representative determined the b-line sample position was out of adjustment. He adjusted the b-line sample position and verified the analyzer operation by successfully running performance tests. The customer performed precision testing on both assays.